Manufacturer narrative:
Continuation of d10: product ID b3301533m lot# serial# (B)(6) implanted: (B)(6)2021 product type lead product ID b3301533 lot# serial# (B)(6) implanted: (B)(6)2021 product type lead product ID a610 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: b3301533m, serial/lot #: (B)(6), ubd: 25-aug-2023, UDI#: (B)(4) ; product ID: b3301533, serial/lot #: (B)(6), ubd: 02-sep-2023, UDI#: (B)(4) h10: d2/g5: please note that this device was used in an off-label manner as it was implanted for cerebellar. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) could not increase stimulation on their patient programmer at home due to out of error message on their communicator, error code 0x2eec17de. The patient saw their healthcare provider (hcp) and stim settings and out of range message was seen on their clinician tablet. Impedance tests were ran at autoramp and saw high on select contacts. They were reran 3x at the 1ma test stim and same contacts still showed issue but weren't red anymore, results were orange, >5k now. The left lead didn't have any abnormal impedance. It did not allow increase in stim as reported. Only right lead showed impedance issue, left lead showed all impedance wnl.  The hcp is awaiting analysis from the manufacturer. No symptoms reported.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the impedance issue and inability to adjust stimulation wasn¿t determined nor was the cause of the error code. The hcp was trying to program around the impedance issue, but they needed to know why the inability to adjust stimulation was happening.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID (B)(4) serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Tech services (tss) added reports. Sounds like original issue is patient (pt) is seeing oor (out of regulation) and cannot deliver the requested stimulation. Leads implanted in the cerebellar region of the brain.